Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and results the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer further reported the malfunction occurred at the beginning of a cystoscopy procedure. The procedure was completed with a 5 minute delay using a similar device. There were no other device involved in the event.

Event description:
The customer reported to olympus, the video system column had a problem with the screen due to the generator, therefore was no longer usable and no signal was sent. There were no reports of patient or user harm.

Manufacturer narrative:
The device was returned to olympus repair facility for evaluation, the customer's allegation was not confirmed, however it was constated that flickering occurred in the image due to a defective connector socket. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.